Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg migrated causing discomfort at the ipg site. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced. Additionally, the ipg pocket was revised to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.